Event description:
User reports receiving low calcium results for 32 pt samples, which when repeated, yielded higher results. Only four pt examples were provided. Pt 1, initial result gave 7.2 mg/dl; repeat gave 8.4 mg/dl. Pt 2, initial result gave 8.0 mg/dl; repeat gave 9.0 mg/dl. Pt 3, initial result gave 5.9 mg/dl; repeat gave 7.0 mg/dl. Pt 4, initial result gave 6.9 mg/dl; repeat gave 7.9 mg/dl. Erroneous results reported. Pt 4 was treated-given calcium, based on the low calcium result, however, no adverse effects from the treatment received have been reported. Pts 1,2 and 3 were also not adversely affected. The field service rep determined the cause to be a poor calcium calibration and the pressure container was full of particles and sediment. The pressure container was cleaned and tubing flushed. The test was recalibrated. Performance and mechanical tests were performed and were within specification.